Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 4 degenerative mitral regurgitation (mr) for a mitraclip procedure. During the procedure, a mitraclip ntw was successfully implanted. A thrombus was visualized in the atrium on the anterior mitral annulus. The procedure was discontinued, the final mr remained at grade 4. There were no clinically significant delays reported.